Event description:
It was reported that the patient went to the emergency room after receiving several shocks. It was also reported that there was high impedance, oversensing, noise on tip-coil electrogram, and multiple non-sustained episodes noted on the lead and that a lead integrity alert was triggered. It was further reported that the physician believed that there was a lead fracture due to not being able to advance the stylet into the proximal coil. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the distal conductor was distorted, the defibrillation coil was distorted, the distal conductor was stretched, the defibrillation conductor was stretched, there was blood/body fluid on the defibrillation conductor (not obstructed), the defibrillation conductor fractured due to overstress, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched; partial lead in segments returned and analyzed.